Manufacturer narrative:
A document based investigation was carried out as the device involved is not available for return as it was implanted in the pt. It is not possible to confirm this complaint or determine the root cause as the device was not returned for evaluation. Due to a variety of clinical conditions such as pt anatomy and progression of disease, the cause of the complaint cannot be determined. We were unable to conduct a sample test from this lot as there were no devices remaining in stock at cook (B)(4). A review of the device manufacturing records revealed no discrepancies that could have caused the complaint issue. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. The instructions for use warn the user that perforation and migration are potential complications of this procedure. Complaints of this nature will continue to be monitored to identify potential emerging trends. No corrective action warranted at this time as this complaint was unable to be verified an this represents an unusual occurrence.

Event description:
The stent deployed well and on review with the endoscope the physician discovered that the stent was deployed from the oesophagus to "outside stomach". The physician advised that he was unsure of the exact site of the perforation as it was viewed through the scope. It may have been the stomach, or the site of the tumor at the esophageal junction. The metal stent remained inside the pt. No additional procedures were performed as the physician advised that he could not operate on this pt. The adverse effect to the pt was the apparent perforation, and the assumption that the pt would not be treated for this life threatening event. The pt subsequently died on (B)(6) 2011.